Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with a blood glucose of 700 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as vomiting and abdominal pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. The customer alleged the issue might be related to the retainer ring as they stated they do not have one on their insulin pump. Troubleshooting was completed for damage. The reservoir is able to lock in place. The customer reported the hospital believed the customer was not using the insulin pump correctly. The customer reported having gastroparesis. The customer also reported other incidents that required emergency medical assistance on (B)(6) 2020 and (B)(6) 2019. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Failure analysis was originally performed under MDR number 3004209178-2020-76037. Device passed the self-test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized over night.